Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, displayed an error as station required maintenance. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) verified the device, confirmed that all drawers and cubie configurations were properly detected in the storage space configuration. The system functioned as intended when the field service engineer checked the device.